Manufacturer narrative:
The technician replaced the trend assembly, trend and reverse trend knobs and the trend rod to repair the bed.

Event description:
Information received indicates the trendelenburg function will not work.